Manufacturer narrative:
(B)(4).

Event description:
This lead's rv sensing was 1-2 mv and the physician couldn't retract the screw to reposition the lead. A brady lead was implanted as the pace/sense portion of the lead and the lead was partially capped, but also remains actively implanted. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.